Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. The device was returned to resmed and an evaluation confirmed the complaint. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
This report summarizes 1 malfunction event where it was reported to resmed that an astral 100 device had a battery related issue. The battery issue reported was related to a battery error message displayed. There was no patient harm or serious injury reported as a result of these incident.